Event description:
It was reported by the patient's spouse that the cardiac resynchronization therapy defibrillator (crt-d) was emitting an alert tone once daily. It was suspected that the device was interfering with the leads due to the way the patient was lying. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continued from d10: 479878 lead implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the tone the crt-d was emitting was due to an unsuccessful alert transmission and the alert was reset. Additionally it was noted that it was notable to be confirmed that the crt-d was interfering with the leads and no lead issues were observed.